Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a cs 078 call service alarm issue. It was reported that the pump emitted multiple cs 078 call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a longterm cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2018 with the following findings: during the pump rewind, cs 078 call service alarms were emitted. Further testing was not able to be performed due to the recurring alarm. Unrelated to the complaint, investigation revealed the battery compartment was cracked along the side of the pump. There was corrosion in the battery compartment. The pump was found to leak at the battery compartment. The pump was opened and moisture damage was found on printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.